Manufacturer narrative:
Corrected data: h6 - medical device problem code. The reported event for ipg not turning on was not confirmed. At receipt the ipg successfully communicated with lab utilities. It accepted charge and was fully charged within specifications and without any connectivity issue noted. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient¿s ipg would often fail to turn on after attempting multiple times. In turn, surgical intervention was undertaken wherein both ipgs were explanted. This addressed the issue.